Event description:
Customer reported a pixel issue on pump display, affecting the ability to interact with the device. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections as backup therapy.